Manufacturer narrative:
These complaints were initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns for the 37 complaints summarized in this report. The test strip samples received for these complaints all failed testing with the reported issue being confirmed. The investigation into the cause attributed the test strips not filling to a defective hydrophilic portion of engineered top tape (ett) on the test strips. This report is processed under exemption number e2005018.

Event description:
This report summarizes 37 malfunction events. A review of the events indicated that the ot select test strips experienced sample draw issue. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 17 were male,18 female and 2 unknown.